Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2019. The ø36/+9 standard humeral cup was removed and replaced by a ø36/+9 stability humeral cup. Previous revision surgery for dislocation on (B)(6) 2019, revision surgery to switch to fx reversed shoulder prothesis on (B)(6) 2019. During the primary surgery competing products were implanted.